Manufacturer narrative:
(B)(4).

Event description:
High pacing impedances were reported of greater than 3000 ohms. All other values are within range. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 we were notified this lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. In between a 3 cm segment of the lead body was missing. The visual inspection showed tissue residuals on the lead body. In particular the lead tip was covered in calcified tissue residuals. This finding might have contributed to the increased pacing impedance reported in the complaint description. An electrical analysis of the dc resistances of the lead fragments did not reveal any peculiarities. During further visual inspection multiple abrasion marks along the lead fragments were observed. The insulation was found rubbed through approx. 47.5 cm and 40 cm proximal to the lead tip. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Additionally deformations of the shock coil and the fixation helix were observed which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.